Event description:
On 22th february, 2023 getinge became aware of an issue with one of surgical lights - lucea 100. Based on photographic evidence the paint and the label were chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem and d1 brand name deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22th february, 2023 getinge became aware of an issue with one of surgical lights - lucea 50/100. Based on photographic evidence the paint and the label was chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 22th february, 2023 getinge became aware of an issue with one of surgical lights - lucea 100. Based on photographic evidence the paint and the label were chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d1 brand name: lucea 50/100. Corrected d1 brand name: lucea 100. T was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and chipping label with missing particles, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issues of paint peeling and chipping or missing label on lucea 50/100 surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low for chipping or missing label and very low for paint peeling. A root cause analysis for paint peeling problem was also performed by subject matter experts at the manufacturing site, who concluded that: all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The most probable root cause of this paintwork damage is the collision between other products such as the spring arm or headlight. Moreover, the paintwork damages are most of the time located on the articulations of arms and spring arms. The paint chip or paint damages are due to: impacts or collisions (abnormal use). The operating manual (lucea 50-100 IFU 01741 rev. 10, pages 32-36) includes the instructions to pre-position the arms prior to use, in order to prevent damages. Correctly positioning the light before each operation will limit the chances of it coming into contact with other objects. To prevent any similar incident, it is recommended to avoid collisions between devices (IFU 01741 en 11 2023-04-06, page 33). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. As also stated by subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (IFU 01741 en 11 2023-04-06, pages 46-49). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 22th february, 2023 getinge became aware of an issue with one of surgical lights - lucea 50/100. Based on photographic evidence the paint and the label was chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.